Event description:
Device report from synthes (B)(4) reports an event in xxx as follows: it was reported that in (B)(6) 2014 after a traumatic fracture of the right femur the patient had a surgery with a dynamic condylar screw system (dcs). (B)(6) 2014 without any reported trauma or other precipitating factor, the patient felt a severe pain in her leg. The patient went back to the hospital and a radiograph was done. It showed a re-fracture of the bone and that the dcs was broken. On (B)(6) 2014 the patient was re-operated and the broken dcs was removed and changed with intra medullary nail. The patient is reportedly still hospitalized with psychological complications, health problems, and side effects. This report is for an unknown screw. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Implant date: (B)(6) 2014; exact date unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in egypt. The patient went back to the hospital and a radiograph was done. It showed a re-fracture of the bone and that the dcs plate and screw were broken.